Event description:
The patient was not able to adjust stimulation. The display showed "call your doctor" icon. A power on reset (por) occurred. Additional information has been requested.

Event description:
Additional information received indicated that the patient had an appointment with their physician on (B)(6) 2012, to have their device replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v024508, implanted: (B)(6) 2007, explanted:; programmer: model 3037, serial# (B)(4). (B)(4).